Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant alleged that dilator was placed inside the sheath prior to attempting to put it over the wire. When the wire was inside the patient, the distal tip of the dilator was partially closed and the wire would not go through. There was also an attempt to pass the wire through the other side of the dilator. A different flexor ansel guiding sheath was used to complete the procedure successfully. Upon further review of this product problem, it was noted that the tip of the dilator was split. This product problem occurred during a renal stent and there were no reported adverse effects to the patient.